Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: "this is a report about leakage with needle (cat# 300400)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-23. Investigation summary: to aid in the investigation of this issue, both picture samples and the physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, a cracked cannula could be observed. As a lot number was unknown for this incident, a review of the production history process could not be completed. Based on the investigative findings, we have concluded that the cracked cannula most likely originated at the manufacturing site which provides the cannula component for assembly. H3 other text : see h10.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: "this is a report about leakage with needle (cat# 300400).".